Event description:
It was reported a piece from the white rubber gasket from the device was found in the pts' abdomen at the end of a laparoscopic cholecystectomy. It was retrieved and there was no further consequence to the patient.